Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak of the aortic components with complete component separation, rupture, attempted open repair and death are confirmed by still imaging and medical records only. Additionally, there was evidence to reasonably suggest sac growth of 30 mm occurred that was not included in the event as reported. The type iiia endoleak is most likely user related due to an off-label infrarenal neck at the index procedure of 63.8 degrees likely contributed to the reported event (should be less than or equal to 60 degrees). Without comparative imaging, cannot determine if aortic remodeling played a role in the type iiia endoleak; however, approximate measure of the infrarenal neck on the still image provided was 80 degrees, suggesting that played a role in the reported event. The procedure related harms identified were cardiopulmonary arrest and abnormal blood loss. The patient death was determined to be user related. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned from the hospital; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem ¿ updated h6: device code - remove 3190 h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, the patient presented at emergency room with flank and back pain. A type iiia endoleak with a ruptured aaa was identified. An intervention was attempted with non-endologix (medtronic endurant) stents but was not successful. An open repair was attempted however the patient expired during the procedure. Subsequent to the initial report, clinical assessment determined there was evidence to reasonably suggest sac growth of 30 mm occurred that was not included in the event as reported. Additionally, the type iiia endoleak of the aortic components was with complete component separation

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, the patient presented at emergency room with flank and back pain. A type 3a endoleak with a ruptured aaa was identified. An intervention was attempted with non-endologix (medtronic endurant) stents but was not successful. An open repair was attempted however the patient expired during the procedure.